Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead perforated the myocardium resulting in a pericardial effusion which progressed to cardiac tamponade. The rv lead also exhibited high thresholds and non-capture at maximum output. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.